Event description:
It was reported by service report that the breakaway release bar was replaced because it was bend and the gas cylinder was replaced because there were signs that it was leaking. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Bent release crossbar on the breakaway head section.